Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement biopsy guide shipped to site 10/11/2016. No parts have been received by manufacturer for analysis. On 10/12/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported a site's precision aiming device was faulty, the tightening screw will not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Device lot number now provided. Investigation of returned suspect biopsy guide finds that the adjustment screw at the base of the guide is difficult to tighten, the difficult to release once tightened. Otherwise, the guide is fully functional. The reported issue was confirmed to be caused by a mechanical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Lot number provided. Device manufacture date provided.